Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room experiencing fatigue. The pulse generator was found to be operating in backup mode with no pacing support. No follow-up had been performed to monitor the device since implant and troubleshooting was not possible. The device was explanted and replaced on (B)(6) 2014.